Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: this report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown generator. Part and serial number are unknown. Without the specific part number; the UDI number, manufacturing site name, 510-k number and device manufacture date are unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary ==> the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through clinical research data. The clinical research data indicated a j&j medtech orthopaedics product failure(s). Since there was no contact information, no follow-up attempts could be performed. It is unknown if complaints derived from this clinical research data were previously reported and documented in the j&j medtech orthopaedics complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This is report 1 of 2 for (B)(4).. This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing: evaluation of healthcare outcomes among patients undergoing arthroscopic surgery using depuy synthes vapr electrodes. Based upon the information provided in this database, the following patient harms were identified. There are no allegations of a device malfunction. Qty 36 total bleeding (23 shoulder, 12 knee, 1 ankle) - bleeding - hemorrhage/bleeding e0506 qty 14 total cardiac (13 shoulder, 1 knee) - cardiovascular insufficiency (cardiovascular dysfunction/insufficiency (e0607)) qty 6 total wound disruption (3 shoulder, 3 knee) - impaired healing e1707 qty 10 total surgical site infection (4 shoulder, 6 knee) - post operative wound infection e2115 qty 5 total thermal burn (3 shoulder, 2 knee) - burn e1704 qty 71 total insufficient information f24.